Event description:
It was reported that "after 10 minutes there is no image. No negative impact in state of health reported".

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Device evaluation: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer "hardware the light is too dim" was confirmed, and further defects were detected. In total the following defects were detected: led is dim, blade damaged, housing worn, and cover worn. As stated, the device passed the quality check at the time of delivery. Based on the defects found during the technical inspection, it is concluded that the most likely root cause of the described fault is mechanical damage, possibly caused by the user dropping the device. The event is filed under internal karl storz complaint ID: (B)(4).